Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an emergent rupture of an 8.0 cm abdominal aortic aneurysm. The procedure was successful. It was reported that the patient had been scheduled for an evar on a later date, but presented with an emergent rupture. The hospital used consignment inventory to treat the patient. The sales rep arrived at the hospital after the procedure was finished and observed that one of the stent grafts had expired five days prior to the implant. The hospital staff had not noticed this when the device was opened and used during the emergency situation. The physician commented that the stent graft performed as intended and there was no harm to the patient. The physician indicated that he was not concerned since the product was so recently expired. A secondary intervention was performed six days post-implant. The main stent graft had been placed 1.5 - 2 cm below the renal arteries during the emergent index procedure. There were no endoleaks or issues with the stent graft, but for long-term durability the physician elected to implant a proximal cuff to the level of the renal arteries.

Manufacturer narrative:
(B)(4). Evaluation, results: failure to follow instructions (failure to verify ¿use by¿ date); unapproved use of device (emergent pre-operative rupture). Conclusions: use error caused or contributed to the event (failure to verify ¿use by¿ date). Off ¿label, unapproved or contraindicated use (emergent pre-operative rupture).